Event description:
It was reported that during a surgical procedure, the tip of the device broke. It was also reported there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the event caused a delay of 10 minutes to the procedure. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a procedure, the sonopet iq tip split. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure, the sonopet iq tip split. No further information provided.